Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became cracked. Reportedly, contact is unsure how it became damaged. The pump is functional. There was no reported impact to customer¿s blood glucose level. Reportedly, the customer would continue use of the pump for insulin therapy.